Manufacturer narrative:
(B)(4). Batch # unk. Report resource: mw5087475. Medwatch received from account. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. (B)(4).

Event description:
It was reported that during an unknown procedure, clips were crossing and not staying on. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information received: it was the device that malfunctioned not the staples. It is believed to have been disposed of. It will not be returned.